Manufacturer narrative:
(B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was treating a mildly tortuous, heavily calcified, concentric, 75% restenosed lesion in the iliac artery. During use of the 10x20mm fox cross balloon dilatation catheter, resistance was felt during advancement and then once at the target lesion, the balloon ruptured at 12 atmospheres during the first inflation. A non-abbott balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.